Event description:
Percussionaire vdr4 ventilator has on going multiple problems. While in use the monitron (monitor) will go blank making it impossible to measure the vent pressures. Unit has come back from service and not been within specs. Air/o2 blender has been up to 25% off. Tech support hard to contact. We have two vdr4's here and usually only one is available for use. This is a great ventilator when it works properly but it is unreliable. To my knowledge no patients have been harmed just this vent has multiple problems that don't seem to get fixed.